Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that all of the buttons on the infusion device were only functioning intermittently and that the rubber covering of the buttons was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.